Manufacturer narrative:
Cracked reservoir tube lip noted during visual inspection. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces.

Event description:
Customer reported that the insulin pump returned a button error alarm. Blood glucose level was not provided. No further information was provided.